Event description:
The tip of the broach (size 0) broke in the intra-medullary channel while broaching.

Manufacturer narrative:
Document review: code 01.10.10.045 / lot 074796 (15 broaches produced). No anomalies found: the production steps were in accordance with the specifications valid at the time of production. This case is practically identical to the one reported with MDR 2012-00049. The final investigation for both the cases is the same: we analyzed in an external lab one broach "old version", mfg in 2007 and still used to verify the status of a broach similar to the one broken: with a scanning electron microscope, micro-cracks less than 0.5 mm in length were found, located only on the edges of the teeth of the rasp; they are ragged and have closed edges. On the contrary, the same analysis on the "new version" rasps (two items taken from our warehouse) did not result in any micro-crack or other particular finding. The broach analyzed has been in heavy use since 2007 and it is expected that, after a huge number of usages, the rasps can present some micro-cracks. The statistics we outlined in MDR 2012-00049 confirm our position: since 2007 (when the "old version" of the broach was released), we had only two cases (other than the two cases on one different lot in 2009 that were linked to a mfg issue on that specific lot and are no longer on the market). These are considered isolated and rare events. However, after this second case, medacta has initiated a voluntary recall of the old version lots, just reported to FDA.